Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-23784. It was reported the patient experienced excessive bleeding during a trial lead removal procedure. However, prior to the lead removal there were no signs of bleeding. The physician applied pressure using gauze pads to stop the bleeding. The physician was able to stop the bleeding. The patient reported chest pain. The patient was admitted into the hospital as a precaution. Follow-up information revealed the patient chest pains has subsided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.